Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01666 / 01667 / 01668 / 01669).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2002, and a total right hip arthroplasty on (B)(6) 2002. Legal counsel reports patient underwent a left hip revision procedure on (B)(6) 2013. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Legal counsel for patient further reports metallic threading, corrosion, and mild to minimal ingrowth of the acetabular component were noted during the revision procedure. A review of invoice history revealed that the initial right hip arthroplasty procedure on (B)(6) 2002. Invoice history confirmed the date of the left hip revision procedure and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.